Event description:
During an in clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and rv lead dislodgement was confirmed. The lead was repositioned to resolve the event and the patient was in stable condition.